Event description:
It was reported that during a carotid artery stenting procedure, deployment difficulties occurred. The lesion was located in the right internal carotid artery (rica), however, the percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unknown. An unspecified filterwire was deployed and pre-dilatation of the rica was performed without incident. The wallstent 8mm x 36mm stent delivery system was advanced to the lesion, however, upon crossing the lesion, "stiffness" was noted while attempting to deploy the stent and the stent delivery system shifted distal to the lesion, deploying approximately 1 cm of the stent. The physician advanced the deployment sheath to successfully recapture the stent and the stent delivery system was repositioned in the lesion. Upon attempting to deploy the stent for the second time, difficulty was experienced and the stent was again unable to deploy greater than 1 cm. To further deploy the stent, the physician applied "manual force" to the deployment handle of stent delivery system, however, the shaft of the deployment sheath broke. The physician was able to remove all pieces of the stent delivery system successfully from the patient. A wallstent 9mm x 30mm and another manufacturer's stent were successfully deployed to complete the procedure. It was reported that the patient suffered a stroke, however, it is unknown whether the stroke occurred during or post procedure. It ws the physician's opinion that the stroke was unrelated to the deployment difficulty of the wallstent.